Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found probe rinse valve fitting was loose. Fse tightened the fitting and this resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from under the immage 800 immunochemistry system. The customer was unable to determine what was leaking and the source. No injury was reported.